Manufacturer narrative:
Concomitant products: product ID 3888-56, lot# v052784, implanted: (B)(6) 2007, product type lead; product ID 3888-56, lot# v026968, implanted: (B)(6) 2007, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(4) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a power-on-reset (por) condition. It was stated that the display showed 'call your doctor' icon. It was noted that the por message was seen on (B)(6) 2013 when the patient went to recharge device. The patient reportedly was not able to adjust stimulation. A supplemental file will be sent if any additional information is received.